Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was not hospitalized. The cause of the event was unknown. On unreported date(s), the patient was treated with unknown intraperitoneal antibiotics (medication, dosage, frequency, and duration not reported) for the peritonitis. It was not reported if peritoneal dialysis was ongoing. The patient was recovering from the peritonitis. The patient has not yet been retrained on the proper aseptic technique. No additional information is available.